Event description:
A surgeon reports that a patient developed iritis following intraocular lens implant (iol). The condition was identified in 2001 and there has only been slight improvement with treatment.

Event description:
The reporting surgeon provided additional info. The pt had a very small eye. Manipulation of the lens around the pupil in this small eye may have contributed to the reported low-grade inflammation.